Event description:
It was reported to philips that customer was unable to connect the dvi cable to the video wall interface. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.